Event description:
During a cataract extraction procedure, the clinic reported experiencing a posterior capsule tear in the pt's operative eye. The pt required sutures and an unplanned vitrectomy. An anterior chamber lens was implanted. The clinic reported pt recovery would be slow and surgical outcome is unclear.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo service technician. There were no issues detected with the operation of the machine. The machine was found to meet amo specifications. The amo clinical support specialist followed up with the clinic and reported that the surgeon recently changed the type of viscoelastic he was using from a cohesive to a dispersive agent and did not change the phaco settings and technique to allow for the difference in viscoelastics. The surgeon reverted back to the original viscoelastic and reported that he has not had any further issues.